Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 10 previously reported events are included in this follow-up record. Product return status 10 devices were received.

Event description:
This report summarizes 10 malfunction events in which the device was reportedly leaking. - 10 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 4 devices were received. 6 device investigation types have not yet been determined. Event confirmation status: 4 reported events were confirmed. Evaluation results: 4 devices were found to be affected by a damaged exhaust hose. 10 devices were not labeled for single-use. 10 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device was reportedly leaking. 10 events had no patient involvement; no patient impact.